Manufacturer narrative:
The insulin pump passed the basic occlusion, occlusion, priming, excessive no delivery and displacement tests. There was no unexpected no delivery alarms on the device. (B)(4).

Event description:
Customer reported via phone call no delivery during manual prime and high blood glucose. Customer's blood glucose level was 439 mg/dl. Customer treated their high blood glucose with a manual injection. Customer was advised to change the set and reservoir in order to troubleshoot. Troubleshooting for the no delivery alarm during manual prime was performed. Customer had no delivery alarm occur during a bolus delivery and basal delivery. Customer advised there was a grinding noise during the prime and rewind process. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.